Event description:
It was reported that a bed canopy system model 8060 had a broken zipper, customer was not sure of where the damage to the zipper is. No pt injury reported.

Manufacturer narrative:
Other) - zipper broken - evaluation: results: (other) - large window a the loop is cut. Mattress envelope the red zippers slider body is open. On the front side a the literature bag has a 2 inch hole. Front side literature bag has 4 inch hole, right side c has a 3 inch hole in the netting. Conclusions: no conclusion can be drawn.